Event description:
A (B)(6) distributor contacted zoll customer support to report that a male pt passed away on (B)(6) 2012 while wearing the lifevest. An arrhythmia was declared at 02:20/47 on (B)(6) 2012. An ECG review shows iii degree av block with an atrial rate of about 36bpm and an irregular ventricular rate of less than 10 bpm. Asystole was declared at 02/20/57. The ECG recording revealed av block (I degree) with a ventricular rate of 56 bpm that gradually slowed down and became iii degree. A second arrhythmia detection began at (B)(6) 2012, followed by an asystole detection at 02:21:41. Gel was released at 02:24:11. The ECG recording shows iii degree av block transitioning to asystole. The first pulse was delivered at 02:26:36. Prior to the shock the recording showed fast idioventricular rhythm at about 55 bpm. The post-shock rhythm was asystole. The response buttons were briefly used post-shock. Another arrhythmia was detected at 02:36:17, followed by an asystole detection. Two pulses were delivered at 02:37:07 and 02:37:32. Asystole and moderate signal artifact contributed to the second and third treatment. The cause for the signal artifact could not be positively identified. The device was shutdown abnormally at 02/38/49. The cause for the abnormal shutdown and device deactivation was isolated to a belt communication interruption. The belt communication interruption was likely caused by the lifevest being forcibly removed from the pt and the electrode belt trunk cable connector being severed. The lifevest properly detected asystole. There is no evidence that the damaged electrode belt trunk cable connector caused or contributed to the pt's death.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor was fully functional. Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt trunk cable connector was severed and wires were exposed. The root cause for the damaged connector could not be positive identified, but the damage likely occurred when the electrode belt was removed from the pt with excessive force. There is no evidence that the damage caused or contributed to the pt's death. The electrode belt appropriately deployed gel prior to the treatments. Device manufacture date: monitor sn (B)(4) manufactured 12/2011. Electrode belt sn (B)(4) manufactured 11/2011.